Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4. D4: serial no/UDI - correction; h2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.